Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/14/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported the patient used different fs bg meters during their session. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system dexcom share system user's guide states: always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.